Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: no product returned or images provided, why exact reason for sheath "tip to be frayed" cannot be determined, but tortuous anatomy may have caused the reported resistance when attempting to advance the introducer and consequently the sheath tip to fray. Under normal conditions the sheath is strong enough to accomplish the procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a 4 fr. Sheath was placed through the right jugular approach and an angiography was performed. The sheath and angiography catheter were removed and the puncture site was dilated with the supplied dilator. Then the physician attempted to advance the introducer sheath system but resistance was felt. He checked the sheath and found its tip to be frayed. Another manufacturer's filter (cordis optease) was used instead and the procedure was completed. Patient outcome: no adverse effect to the patient.